Event description:
It was reported that when the atrial lead was plugged into the epg (external pulse generator), the epg would not go into aai mode. There was also oversensing with the ventricular lead. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower cases, side bail covers, and ring cover are broken. Lead flex cover, battery release, and battery drawer are contaminated. Battery contacts are compressed. The ring is bent. Battery flex is corroded.